Event description:
As reported by the edward's field clinical specialist during the transcatheter aortic valve replacement (tavr) procedure upon removal of the 22fr retroflex 3 sheath, angiography showed a small right common iliac dissection below the aortic bifurcation. An ev3 10x 60mm stent was placed in the dissected area with a good result verified by subtracted angiography. The cutdown site was then closed in the usual sterile fashion with a good result. The patient was extubated and awake and transferred to the intensive care unit. The 23mm sapien valve successfully deployed 50:50 within the native annulus. Post tee revealed trivial central aortic insufficiency. Additional information received from the edwards clinical specialist indicates the rf3 sheath went into the patient very smoothly will little or no resistance. The sheath did not have any noticeable kinks or compromised areas that were appreciated before or after the procedure. The patient was extubated in stable condition, and then transferred to the intensive care unit.

Manufacturer narrative:
In this case, a device history record (DHR) review is not required as there was no allegation of product malfunction. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The minimum lumen diameter for the rf3 (22fr) sheath is 7mm. In this case, the minimum luminal diameter (mm) for the vessel was reported to be 6.5mm, with mild vessel tortuosity and no calcification. It is likely that patient vessel factors (smaller than indicated size, calcification and/or tortuosity not appreciable on imaging) along with procedural considerations contributed to the reported event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.